Event description:
The reporter called and alleged a discrepant result when compared to the lab on 08/2006. The reported device result was 8.9 inr. The corresponding lab result reported was 5.3 inr. The pt's medication was based upon the lab. The reporter also said on eleven days earlier, the device result was 4.8 compared to a lab inr of 2.9. The device was replaced and requested to be returned for eval.